Manufacturer narrative:
Device evaluation; device returned intact and functional;upon return, the device gel was noted to be cloudy as well as having bubbles.

Event description:
Bilateral capsular contracture baker grade 4.